Manufacturer narrative:
(B)(4) root cause identified as workmanship issues during battery pack assembly, coupled with shock and vibration during transit. Process improvements and additional production controls were implemented at the battery pack manufacturer.

Event description:
Medtronic received a report that a "burn mark" was observed on the battery in a medtronic distribution center. The observation was detected prior to shipping to an end customer. There was no end patient involvement or harm to the users.